Event description:
It was reported that the left ventricular lead had dislodged. The right ventricular lead had oversensing which lead to inhibited pacing, high impedance coil measurements, and was delivering unneeded anti-tachycardia pacing for "episodes". It was noted that the original implant configuration had the leads connected through an adapter to a dual chamber defibrillator. The patient reported having one syncopal episode just prior to the lead revisions, but attributed it to low blood sugar. Both leads were capped and replaced during an upgrade to a biventricular device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.